Manufacturer narrative:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the sureform 60 stapler would not be recognized. Based on the claim against the product by the customer noting the sureform 60 stapler would not recognize and then moved in the opposite direction, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The sureform 60 stapler instrument was analyzed and failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary finding of engagement failure to be related to the customer reported complaint. For clarification, the sureform 60 stapler instrument failed to engage properly with the sterile adapters on the system during in-house testing and based on review of the logs. The procedure logs showed failure 22020: "installed sureform 60 failed to engage on usm3 (roll axis hardstop check failed." Visual inspection of the instrument found no external physical damage. The housing was removed from the back end, no obvious damage was observed. Additional observation(s) not reported by site: the housing was removed from the back end of the sureform 60 stapler instrument. The bearing thrust washers on the roll input exhibited signs of corrosion. There was rusted metal shavings found stuck on the magnet within the housing. The corrosion on the thrust washer bearing can cause the instrument to stiffen and lose the ability engage properly and to roll during manual articulation. The root cause for the corroded bearings is attributed to transport/storage. This complaint is considered a reportable event due to the following conclusion: it was alleged that the sureform 60 stapler moved with unintuitive motion/freely with uncontrolled motions. Unintuitive motion could result in subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the stapler would not be recognized. Once finally recognized, the instrument was moving in the opposite direction. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: confirmed that the instruments worked when initially used. Eventually the device was unable to be recognized by the system. Once recognized by the system again the device was moving in the opposite direction. Confirmed with robotics coordinator that by opposite they meant if the surgeon went right, the device went left, and vice versa. The issue was resolved changing out and using another stapler.